Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 203 and 283 mg/dl. Tests were done within 10 minutes. Patient using test strips opened more than three months. Patient did not experience any adverse events. No further information has been reported.